Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This information was originally reported on 1825034-2015-02952 which referenced a journal article written on a study that this patient took part in.

Event description:
Patient was listed as taking part of the study in a journal article titled, "a second decade lifetable survival analysis of the oxford unicompartmental knee arthroplasty". It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to dislocation . The tibial bearing was removed and replaced.